Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The solenoid on the gas inlet valve was replaced to correct the issue. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The customer reported an error found during pre-use checkout indicating a malfunction which may result in a loss of mechanical ventilation. There was no report of patient involvement.